Manufacturer narrative:
The event of system explant was reported to abbott. Patient has not been rescheduled for surgery the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in subsequent submission.

Event description:
Related manufacturer reference number: 3006705815-2019-04710, 1627487-2019-13424. It was reported that the patient may undergo surgical intervention to have their system explanted.